Event description:
Reporter alleged, when going to a doctor's appointment unrelated to their diabetes condition, the customer obtained discrepant comparative blood glucose results. Customer stated their advantage system measured hi compared back to back with the doctor's measurement of 222 mg/dl when the testing was performed one minute apart. No actions take or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.